Event description:
The reporter noted that during a well metatarsal osteotomy surgery "the surgeon prepared the bone as described in the surgical technique. When implanting the screw with the burr, the screw broke off underneath the screw head when the screw got in contact with the bone. He tried again with a second screw, this time he inserted the screw with the screw driver. Again the screw broke off underneath the head. There was no pt injury. Surgery was prolonged by 15 minutes". Add'l info was requested by integra.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.